Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported positioning failure associated with leaflet grasping and capture resulting in unspecified tissue injury (posterior leaflet perforation) appears to be related to patient conditions (transseptal puncture with limited height and tough angle of approach for leaflet grasping and capture). Tissue damage is a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 3. Transseptal puncture was aorta hugger with limited height. A xtw mitraclip was selected for implant. Anterior knob on the clip delivery system and + knob on the steerable guide catheter were used to steer to the valve. A grasp was made at a2/p2 but the mr jet was medial. The clip was attempted to be moved more medial. Independent grasping was attempted for approximately 20 minutes before it was decided to remove the devices and re-do the transseptal puncture. At this point, a perforation in the posterior leaflet was observed where pre-procedure imaging had identified a cleft. No intervention was performed. The procedure was aborted. Mr remained unchanged grade 3.